Event description:
It was reported that the lead was repositioned due to dislodgement. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).